Event description:
It was reported that the surgeon noticed the cracked x-ray wire on the xrays.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Additional information has been requested and if received will be provided in a supplemental report.